Event description:
Litigation papers allege the patient was exposed to sustained high levels of metal ions. **update: on (B)(4) 2012 received plaintiff fact sheet with part/lot information.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.